Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer was pump auto mode at the time of the event.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test . No over delivery anomaly or under delivery anomaly noted. Device uploaded properly using care link. No pump error 63 noted during testing or in the formatted history file. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device communicated properly with the glucose sensor simulator and the gst3c. No pump/sensor/gst communication anomaly noted. The suspend on low alarm with audio alert functions properly and the insulin pump properly suspended during testing. Device had minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose with blood glucose of 40 mg/dl at the time of the incident. The customer was at 146 mg/dl at the time of the call. The caller did not mention how the customer treated. The customer experienced symptoms such as dizziness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller stated despite being low, the pump does not alarm as it should and continues delivering insulin. Troubleshooting was not completed. The insulin pump will be returned for analysis.